Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. Half of the breakaway washer was returned and there were no staples present on the device indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil and it was tested for functionality; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection procedure, per the surgeon: patient had a lot of clots and blood when a rectal examination was performed. There was a drop in the hemoglobin level also. Bleeding was noticed post-op and staple line was packed with gel foam and epinephrine. No need to go back in laparoscopically. The bleeding was taken care of post-op transanally. There were no other reported patient complications.